Manufacturer narrative:
D4 primary unique device identifier (UDI) #: (B)(4). H4 device manufacture date: 07-aug-2023 corrected to 31-jul-2023. H6 type of investigation (b): 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H1. Type of reportable event: serious corrected to malfunction claim #(B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The health care professional reported that prior to an implantable collamer lens (icl) implantation procedure, there was product non-conformity. The problem was descirbed as "foreign substance_black dot". The lens remains implanted. Status of the eye is "clear". The cause of event is unknown.